Manufacturer narrative:
H3 device evaluation - although information provided indicates that the product will be returned, it has not been received to date. Without the opportunity to examine the device, no conclusions can be drawn. Review of device history records found (B)(4) pieces of lot 00672pt released for distribution on 2/27/2022 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Should the product be received a follow-up medwatch report will be submitted once investigation is complete.

Event description:
It was reported that a procedure was performed on (B)(6), 2026 in the domincan republic. During the procedure, while inserting the cervical screw, the screwdriver tip fractured and became lodged within the drive head of the screw. Consequently, the screw had to be removed and replaced, and a secondary screwdriver was used to complete the procedure. There was a slight one minute delay to the procedure.